Manufacturer narrative:
This device was used for treatment, not diagnosis. The surgeon confirmed that clickx and tpal was used with this patient. The product development investigation shows, a material analysis was performed for the given implant and allergies stated in the complaint. The cage itself is made of peek with 3 radio markers. The markers are made of tan which can contain a max of 0.5% of tantalum. A surface of 9.2mm² of tan is potentially contacting the soft tissue of the patient. Since there was also a screw/rod system of unknown manufacturer implanted, it is more likely that the allergic reaction is on those implants. The investigation summary shows, we could not confirm exactly how this complaint occurred, as no material received. A device history record (DHR) review was performed for the affected lot, 3 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for four (4) unknown locking caps. UDI#: unknown part number, UDI is unavailable. The devices are still implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with a cage, screws and rods at levels l5 and s1 on (B)(6) 2011. The implanted devices consist of titanium and peek. It was found that the patient is allergic against the substances nickel-ii- sulfate, tantal, palladiumchlorid. The patient had a post-operative allergic reaction; the devices are still implanted. This report is for four (4) unknown locking caps. This report is 4 of 4 for (B)(4).